Event description:
The pt reported, a loss of therapeutic effect since pump replacement in 2006. The pt also reported several catheter replacements since her initial catheter broke in 2006 (see MFR's report #6000030200800803 for report regarding initial catheter break). No dates were specified for the catheter replacements since 2006 and no further details were provided. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
.